Event description:
It was reported that tandem mobi pump issued cartridge alarms during the cartridge loading process, including confirmed cartridge alarm 30, and that the customer could not successfully load a cartridge to resume insulin therapy even after following instructions. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove the cartridge, deliver a 9-unit bolus, and then load a new cartridge using proper technique, but the alarm recurred, so technical support arranged replacement of pump and original cartridge, instructed customer to use multiple daily injections as backup therapy, provided guidance on storage mode and pump return via ups, and advised customer to program settings and reconnect continuous glucose monitor on replacement pump.